Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01oct2020.

Event description:
The customer reported the touchscreen is not working. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site and determined that the unit did fail to meet specifications. During the device evaluation, the fse found an issue with the touchscreen, upper screen is not responding, and touchscreen calibration is failing. The fse provided part ID for touchscreen assembly. The customer responded that the part was ordered, and the issue was resolved. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.